Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue. It was also reported that a malfunction alarm occurred. Reportedly the customer continued to use the pump for insulin therapy. Customer's blood glucose level was 244 mg/dl.